Manufacturer narrative:
The device involved in the event was disposed; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. Despite attempts to gather additional event and patient information, no further information has been received to date. Therefore, sections in this report are blank or unknown due to missing information. The initial reporter first and last name and title are unknown. The event date was not provided; therefore, the date documented in section b3 is the best estimate. Additionally, the lot number for the device was reported as unknown; therefore, fields within section d4 could not be completed, including the UDI number. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: during a pullback using the opticross 18, the physician experienced wire wrap with the catheter and was unable to complete pullback. What is the next course of action? Use alternate opticross 18. Patient present at time of event? Yes. Patient complications: no patient complications. Procedure date: unknown. Was issue present upon opening package? No. Photo or video of issue: no. Question: please indicate what system the catheter was used with (ex: ilab, polaris, avvigo, avvigo ii, avvigo plus, etc.)? Answer: unknown. Question: did the catheter and guidewire have to be removed as one unit? Answer: yes. Question: was the guidewire able to be removed from the device once outside the patient? Answer: unknown. Question: was there any visible damage to the device? If yes, please describe: answer: unknown. Question: what size and brand guidewire was used? Answer: thruway 014. Question: was the device removed from the patient in one piece? Answer: yes. Additional information received on 05dec2024: question: lot number/upn for the thruway guidewire? Answer: unknown. Question: listing and model of any other devices used during the procedure, include the model, brand name, sizes, etc. Answer: no information. Question: what is meant by wire wrap? Answer: 014 thruway guidewire became stuck inside the opticross 18 catheter. Question: please clarify, was the original thruway guidewire used to complete this procedure? Answer: unknown. Question: if not, please confirm what wire was used to complete the procedure? Answer: unknown. Question: what was the reason for removing both devices at once? Answer: unknown. Question: what does the end user believe caused and/or contributed to this issue? Answer: unknown. Question: could you please verify if product is still available for analysis and if yes, what is the projected date of the device return? Answer: disposed. Question: if product is not available to be returned, is there an image? Answer: no.